Manufacturer narrative:
During inspection and testing, the solid foreign material found in the nozzle could not be identified or removed. Further evaluation of the device found the adhesive of the bending section cover (a-rubber) was worn and separated. The distal end cover cap was cracked. The universal cord unit had wrinkles. The rubber on switch #1 demonstrated wear. The bending angulations were out of specification. The biopsy channel was worn, had discoloration, and was scratched inside the channel. A leak inspection did not show any water leaks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were air/water flow issues from the air/water flow system of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported air/water flow issue, and found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional details regarding the event were received from the user where the event was observed after an unknown procedure during cleaning disinfection and sterilization (cds).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.